Event description:
It was reported that burr detachment occurred. The patient was presented with coronary atherosclerosis. The target lesion was located in the severely calcified lesion. A 1.50mm rotapro was selected for atherectomy procedure. During the procedure, it was noted that the burr broke off the drive shaft prior to crossing the lesion. The detached burr was successfully retrieved in one piece by retracting the intact rotowire. The procedure was completed with another rotapro device. There were no patient complications, and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro atherectomy system was returned with the burr catheter connected to the advancer. Visual inspection of the device found that the coil was detached at the burr. The burr was detached and was found returned on the returned rotowire. The rotowire was able to be removed from the rotapro system and the detached burr without resistance or issue. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that burr detachment occurred. The patient was presented with coronary atherosclerosis. The target lesion was located in the severely calcified lesion. A 1.50mm rotapro was selected for atherectomy procedure. During the procedure, it was noted that the burr broke off the drive shaft prior to crossing the lesion. The detached burr was successfully retrieved in one piece by retracting the intact rotowire. The procedure was completed with another rotapro device. There were no patient complications, and the patient was good post procedure.